Event description:
A malfunction alarm was reported, identified as malfunction code 12 with a fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue arose again. The customer acknowledged and understood the instructions.